Event description:
The customer observed false negative alinity I hbsag l results for one chronic hepatitis patient. The samples had been pulled for studies and there were differences in results for hbsag between platforms. The following data was provided: (hbsag quantitative (< 0.05 iu/ml nonreactive = 0.05 iu/ml reactive): (B)(6) sample from (B)(6)2023: testing from (B)(6)2023: alinity I hbsag quantitative = negative. Alinity I hbsag qual ii = 1.2, alinity I hbsag qual confirmatory = positive, pcr = negative. Other testing from (B)(6)2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. (B)(6) sample from (B)(6)2023: testing from (B)(6)2023: alinity I hbsag quantitative = negative. Alinity I hbsag qual ii = 1.03, alinity I hbsag qual confirmatory = positive. Other testing from (B)(6)2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed false negative alinity I hbsag results for one chronic hepatitis patient. The samples had been pulled for studies and there were differences in results for hbsag between platforms. The following data was provided: (hbsag quantitative (< 0.05 iu/ml nonreactive = 0.05 iu/ml reactive): sid(B)(6) sample from (B)(6) 2023: testing from (B)(6) 2023: alinity I hbsag quantitative = 0.02(negative) alinity I hbsag qual ii = 1.27(positive), alinity I hbsag qual confirmatory = positive, pcr = negative other testing from (B)(6) 2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. Sid(B)(6) sample from (B)(6) 2023: testing from (B)(6) 2023: alinity I hbsag quantitative = negative alinity I hbsag qual ii = 1.03, alinity I hbsag qual confirmatory = positive other testing from (B)(6) 2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. Additional data provided 06nov2024 additional results for previous samples and one additional sample added (all from the same patient): sid(B)(6) = new testing not used for patient management (archived sample). Alinity I hbsag qual next = 11.29(positive); alinity I qual ii = 1.38(positive) sid(B)(6) = other methods: vidas hbsag = positive; abia hbsag = negative; new testing not used for patient management (archived sample used for studies) alinity I hbsag qual ii = 1.29(positive) new sample sid (B)(6) from (B)(6) 2023 customer conclusion weak positive: alinity I hbsag quantitative = 0.02(negative) alinity I hbsag qual ii = 0.80 abia hbsag = 0.8919(weak positive) vidas hbsag = 0.07(negative) other testing: anti hbc = (positive), anti hbe = (positive) anti hbc igm, anti hbs, hbeag are all negative. New testing on sid (B)(6) not used for patient management (archived sample used for studies). Alinity I hbsag qual next = 8.17(positive) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. No lot number was supplied therefore a ticket search by lot number could not be carried out. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations for the likely cause list number. Sensitivity testing of a representative ln 8p08 reagent lot met acceptance criteria for the list number indicating the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag list 08p08-52 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information added to section b5 describe event or problem. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed false negative alinity I hbsag results for one chronic hepatitis patient. The samples had been pulled for studies and there were differences in results for hbsag between platforms. The following data was provided: (hbsag quantitative (< 0.05 iu/ml nonreactive = 0.05 iu/ml reactive): sid (B)(6) sample from (B)(6) 2023: testing from (B)(6) 2023: alinity I hbsag quantitative = 0.02(negative) alinity I hbsag qual ii = 1.27(positive), alinity I hbsag qual confirmatory = positive, pcr = negative. Other testing from 04/2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. Sid (B)(6) sample from (B)(6) 2023: testing from (B)(6) 2023: alinity I hbsag quantitative = negative. Alinity I hbsag qual ii = 1.03, alinity I hbsag qual confirmatory = positive other testing from (B)(6) 2023: anti hbc = positive, anti hbe = positive, anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. Additional data provided 06nov2024 additional results for previous samples and one additional sample added(all from the same patient): sid (B)(6) = new testing not used for patient management(archived sample). Alinity I hbsag qual next = 11.29(positive); alinity I qual ii = 1.38(positive) sid (B)(6) = other methods: vidas hbsag = positive; abia hbsag = negative; new testing not used for patient management(archived sample used for studies) alinity I hbsag qual ii = 1.29(positive). New sample sid (B)(6) from (B)(6) 2023 customer conclusion weak positive: alinity I hbsag quantitative = 0.02(negative) alinity I hbsag qual ii = 0.80 abia hbsag = 0.8919(weak positive) vidas hbsag = 0.07(negative) other testing: anti hbc = (positive), anti hbe = (positive) anti hbc igm, anti hbs, hbeag are all negative. New testing on sid (B)(6) not used for patient management(archived sample used for studies). Alinity I hbsag qual next = 8.17(positive) no impact to patient management was reported.